Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had been implanted one month and the patient presented for their first follow-up. An out of range message was noted during the shocking lead integrity testing and impedance readings fluctuating between <20 and >125 ohms.